Event description:
Silver soaker antimicrobial catheter broke upon removal. Not recognized. Patient discharged from hospital. Patient returned to hospital at later date, underwent surgery for removal of foreign body.